Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 2.7, lab: 1.5. No therapeutic range and no patient information provided. No strip part or lot number provided.

Manufacturer narrative:
Investigation pending.